Event description:
On (B)(6) 2016, a crash cart defibrillator was found with a "red x" instead of a green check on the telemetry unit ( 8th floor) during the daily equipment assessment. When using the 30 joule test, the defibrillator would not function because it did not sense the pad, even though it was correctly connected. The sam e defibrillator was subsequently tested using a pad from a different lot number. The instrument functioned properly with the different pad. The defective pad (lot 3715) was tested on another defibrillator and again, it did not sense the pad and did not function. The two defibrillators from the eight floor were sequestered and sent to healthcare technology management (htm). No patients have been affected. On subsequent testing of the affected lot number (3715), the pad in question either would not fire when pressing the orange discharge button, displayed that the pad was not sensed.